Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at 14.5 cm from the connector pin which is consistent with that caused by friction against the device can.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.